Manufacturer narrative:
There is insufficient information to perform an investigation.

Event description:
Tampon stuck in vagina [foreign body in reproductive tract] tampon string was detached...not connected to the tampon - tampax [device breakage] case narrative: consumer reported via phone that the tampon string detached. No serious injury was reported.